Manufacturer narrative:
Final device analysis results were not available on the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
The manufacturer representative reported the patient arrived at the hospital with pain, mouth dryness, and "withdrawal syndrome." The drug used in the pump is morphine. The patient's pump and catheter were replaced and the patient is reported as doing "well" following the procedure. Additional information has been requested from the hcp, but was not available on the date of this report.